Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the device has a faulty speaker, and the speaker was completely out of sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device speaker was defective and needed to be replaced. A repair quote was sent to the customer to replace the faulty speaker. The quote expired. The device will be returned unrepaired. Based on the information available, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided with a quote for a replacement speaker. The quote expired and the device will be returned unrepaired. The investigation concludes that no further action is required at this time. If additional information is received a supplemental report will be sent.